Event description:
Procedure: lap distal gastrectomy. According to the report: the eea 25 was fired for anastomosis. Firing and anastomosis were good. But when the user was pulling eea out, the tissue was caught a little bit. There was slight tissue damage, and the tissue was fixed by manual suture, and the case was delayed approximately 30 mins.

Manufacturer narrative:
Date initial report sent: 09/25/2009.